Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the needle and lubicated the y and z axis binding . The o rings at the needle were blocked and very tight. The fse replaced the o rings and completd an aligment. The fse ran hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause of the reported event was the sampling unit the y and z axis were binding needed lubrication.

Event description:
On (B)(6) 2017, a customer reported a z axis error and a grinding sound with their g8 analyzer. The customer replaced the sample needle and began receiving the y-axis error. The needle was bent. The customer is unable to hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.